Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urge incontinence and urgency frequency. It was reported that the patient stated that after her procedure was done she had so much pain in the surgical area. The healthcare provider (hcp) told the patient to turn off her therapy which she did until now. Patient stated she is in so much pain from the procedure. Patient advised to contact the clinician with health concerns and for advice. Patient stated she was on the left side at 1.6 volts. Additional information was received from the patient. Patient also mentioned that she was having difficulty with bowel movements, so patient took 1/2 a dose of laxatives. Additional information was received from the basic evaluation patient on 2021-mar-01. They reported that they had diarrhea yesterday night (B)(6) 2021 and took a half tab of laxatives. On 2021-mar-01 the patient reported that when they stood to wipe after voiding they would need to void at least 6 more times to complete the void. The patient noted that they took laxatives, which caused their accidents. On 2021-mar-02, the patient re-reported that they had diarrhea on (B)(6) 2021. No further complications were reported at this time.

Manufacturer narrative:
Continuation of d10: product ID 306001 lot# serial# unknown, explanted: product type screening device upon further review, the patient code e2330 should have been coded on the product ID 306001. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.